Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, the left ventricular (lv) lead stopped working after the patient had a particularly rough mammogram. The capture threshold on the lv lead began to increase so the physician deactivated the lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition and discharged.